Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported device tones. Interrogation revealed a battery status of elective replacement indicated (eri) which had been tripped due to extended charge times. The local guidant field representative expressed dissatisfaction with respect to the implant duration, relative to the battery indicators. The representative indicated that the device would be returned for laboratory evaluation upon replacement.